Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the plunger went past the lenses, so it was not able to get the lens out of the patient eye. There was patient contact. Additional information has been requested.